Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2019-16505. It was reported that the patient has deceased. There is no allegation from a healthcare professional that the death was device related. The cause of death was unknown. The implantable cardioverter defibrillator and the associated right ventricular lead were explanted.